Manufacturer narrative:
Of the three events, one sample was made available for evaluation. The actual sample was received at the plant for analysis. The returned unit was labeled for single use. Visual inspection on the returned unit via the naked eye noted the bladder has been ruptured. Microscopic examination revealed no abnormality that would cause or contribute to the rupture. The reported issue was verified. The cause was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that the bladder of three (3) small volume folfusors had ruptured during fill. There was no patient involvement. No additional information is available.